Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Loaner set issue: it was reported incorrect plugs were included in the set. This resulted in a 2 hour delay while waiting for a second set to be sterilized.